Manufacturer narrative:
Batch review performed on 22 november 2018: lot 113805: (B)(4) items manufactured and released on 15 december 2011. Expiration date: 2016-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed on november 21, 2018 by r&d product manager: visual inspection highlights hydroxyapatite layer totally absorbed. Few signs of femoral extraction are visible on neck and taper. It is not possible to determine a device related root cause. Clinical evaluation performed by medical affairs director on "novembe" 22, 2018: hip revision surgery occurred 6,5 years after cementless total hip arthroplasty in a (B)(6) man. In the post-implantation radiographic image, the stem looks slightly undersized and in varus position. The reason of this choice cannot be determined: patient anatomy may be one reason but no conclusion can be drawn on the basis of the information and images provided.

Event description:
Revision surgery performed, 6 years and 7 months after primary surgery, due to amistem h loosening.